Event description:
Through implant patient registry, it was reported that a patient with a 25mm 7300tfx mitral valve underwent a valve-in-valve procedure after an implant duration of 8 years 5 months due to unknown reason. The tmvr was performed with a 26mm 9750tfx transcatheter valve.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Based on the information available, a definitive root cause cannot be conclusively determined.